Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens identified the quality control (qc) values for carbon dioxide (co2), magnesium (mg), and albumin (alb) were out of range, and the customer stated that no patient results were reported while the qc was out of range. The customer also informed that the server 2 probes were replaced and that the quick check and quality control (qc) were acceptable. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted that sample 3 (s3) mixer and reagent 2 (r2) mixer results were out of range and replaced s3 mixer and the printed circuit assembly (pca) cable mixer, and performed an auto-alignment. The reagent 5 mixer service testing was performed and acceptable. The sample (s2) and reagent (r3 and r4) alignments were checked and centered to the drain. Due to the server 2 probes being replaced by the customer, the cse identified a low current reading on the r2 mixer and resolved the issue by replacing the printed circuit assembly (pca). The cse completed the quick check, and total service visit (tsv) and the qc was acceptable to the customer. The investigation, performed by the siemens headquarter support center (hsc), determined that the discrepant methods were all initially located on the dimension vista ((B)(4)) server 3 and were moved to the vista server 2 for confirmation and troubleshooting purposes. The discrepant results were compared and matched the alternate vista results. The methods were returned to server 3 after service was performed and results were consistent with the alternate vista and server 2 repeats. The potential cause for the discrepant patient and qc results is due to a lack of maintenance on the vista ((B)(4)). Post service determined that qc results returned to acceptable ranges and the system is operating within specifications. No further evaluation of this device is required.

Event description:
The customer obtained five patient sample discordant, falsely depressed, carbon dioxide (co2) results on the dimension vista 1500 instrument with serial number (B)(4). The discordant results from two patient samples were reported to the physician(s). The customer used the same patient samples to perform repeat testing on an alternate dimension vista or different servers of the instrument serial number (B)(4). Correct reports were issued for the two patient samples. There are no reports of patient intervention or adverse health consequence due to the falsely depressed, co2 results.